Event description:
The customer reported a decitabine chemotherapy secondary infusion leaked where the texium connected to the tubing in the chemotherapy infusion clinic. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.